Manufacturer narrative:
(B)(4). On (B)(6) 2015 the user facility biomed reported that he repaired the device by replacing the oxygen blender pressure regulator. The oxygen blender pressure regulator was scrapped by the user facility.

Event description:
The user facility biomed called and reported that during his performance check, no patient involvement, he heard a leak in the rear of vent and the fio2 was not passing cal. It sounds like the 40 psi system pressure regulator.